Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: awareness date reported on follow up 2 report as april 23, 2019 but should have been may 21, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The received two photos show an unknown nail which was reported to be an expert a2fn nail ø10 r cann l380 tan lig with part number 04.009.356s and lot number l906575. One photo shows the deformed proximal coupling features for the insertion handle. The second photo shows the damages on the long bore caused during drilling out of center. The complaint can be confirmed for deformed and misalignment. As per selected investigation flows from w-m-s080 appendix a, the investigation performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Lot: l906575, manufacturing site: mezzovico, release to warehouse date: 15 june 2018, expiry date: 01 june 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The surgical delay of four hours, the complaint indicated that the procedure was not successfully completed. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an unknown procedure using an expert a2fn cannulated nail. During the operation, the surgeon used an unknown old reamer set to ream with an 11.5mm diameter, however, the nail was difficult to insert into the femoral bone and had to withdraw it and replaced with a new reamer set. Unfortunately, the proximal part of the nail that connected to the jig has been bent during insertion and decided to withdraw the procedure that led to an inaccuracy of an unknown drill bit to pass through the proximal hole. Thus, the surgeon had to change with another nail to complete the procedure. The procedure was successfully completed with four (4) hours surgical delay and the patient had to undergo prolonged anesthesia. There was no patient harm reported. Concomitant devices reported: unknown drill bit (part# unknown, lot# unknown, quantity 1); unknown reamer set (part# unknown, lot# unknown, quantity 1); unknown jig (part# unknown, lot# unknown, quantity 1). This complaint involves four (4) device. This report is 1 of 5 for (B)(4).